Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was mixing pt images. There is not report of injury or death associated with this event.